Manufacturer narrative:
Analysis of unknown broken bur found that although there was initially no information on the part number, the device configuration was consistent with being part of the microdebrider high-speed bur product family. Only portions of the inner assembly were returned. Visually, the inner shaft was broken 0.58 inches from the distal end of the inner hub when returned. There were scratches/indentions on the outside diameter of the shaft near the break point consistent with tool marks and there were also indentions in the chevrons on the proximal end of the inner hub. The hub bushing was dislodged from the hub assembly was worn. The distal outside diameter of the hub had deformation. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.354 inches in the deformed area which was out of specification. Functional testing was not performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint due to physical damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by hcp that the handpiece was broken. There was no patient involved. Event occurred during post-op or after use. Service and repair found that the handpiece received with broken burr inside.

Event description:
It was reported that the bur was not broken while inserting or removing. Only after the procedure when trying to dismantle the handpiece to send to sterilization they realized it was not possible to remove bur from the handpiece. No fragments or pieces of the bur came loose or ended up in the patient. No parts have broken off the handpiece or bur. Bur with cfn 1884075hse was stuck in the handpiece as a whole and this was only noticed after the procedure because during the procedure everything worked as it should. Handpiece had been used at correct rpm and with irrigation. The doctor also stated that he did not apply pressure to the handpiece and did not notice anything wrong during the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.